Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had syncope with a loss of pacing. The patient was externally defibrillated in order to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device was reprogrammed.